Event description:
Reportedly, the subject lead was replaced due to oversensing. The subject lead remains in-situ.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.